Manufacturer narrative:
Used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that balloon rupture occurred. A 2.00mm x 8mm emerge balloon catheter was advanced for dilatation. However, during inflation below the rated burst pressure, the balloon ruptured. There were no patient complications nor injuries reported.